Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. Customer's blood glucose level was 350 mg/dl. She took a manual injection to correct her blood glucose level but then experienced a low blood glucose level. The customer treated her low blood glucose level with food. The day before her blood glucose level was 400 mg/dl. She corrected her blood glucose level with a 6 unit bolus. The customer disconnected from the insulin pump after the manual injection. The device was not returned.